Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Additionally, the battery was observed to be depleting rapidly. Blood glucose was 196 mg/dl. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged button issue was verified; however, battery issue could not be identified.